Event description:
It was reported that the user paused insulin during athletic activity and subsequently could not use the ilet pump due to a delaminated screen, after which replacement was arranged and backup therapy was recommended. Symptoms included hyperglycemia with a reported peak of 285 mg/dl and no reported physical symptoms. Outcomes included no medical intervention, no outside assistance, and no hospitalization. Investigation included telephone follow-up for event details and product assessment planning based on the reported screen delamination. Investigation of this case revealed a device hardware failure involving the display assembly consistent with delamination, which prevented normal pump use. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the screen assembly.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.